Event description:
It was reported that during a da vinci si hysterectomy procedure the large needle driver instrument was noted to have a wire sticking out from the tip. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed the pitch cable was loose at distal clevis hub. Upon housing removal, the pitch cable was found broken at the idler block. Additional observation found clamping pulley corroded. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.